Event description:
This lead was explanted and replaced due to loss of capture. There were no adverse patient events reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 7 cm distal to the is-1 connector pin. Two fragments were received for analysis. One distal fragment including the lead tip and the ring electrode was not received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed deformations of the inner coil which was partly elongated. It is reasonable to assume that these damages resulted from mechanical forces applied during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported loss of capture. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.